Event description:
S/p scfe and imhauser procedure. We did the original surgery in (B)(6) with our 3dside guides. Our patient returned for pain and subsequently found the broken blade plate to be removed. The patient had a mild non-union at the plate site. Our revision surgery took down the non-union and replaced the blade with a 50mm blade. We added a little cerament at the non-union site and hope the follow-up is positive.